Manufacturer narrative:
Device not returned. Ccds staff have provided additional information concerning the decontamination process as well as sdss for the chemicals used. Although no malfunction or serious injury of the decontaminated respirator has been confirmed, this report is required under the terms of the eua.

Event description:
User reported profuse nasal congestion, throat irritation, cough, eyes running. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.